Event description:
Complainant alleged that during a routine preventative maintenance check, the device's pacer output was found to be out of the specified tolerance for the selected setting and a fuse was found blown on the power converter board. The complainant indicated that there was no patient involvement in the reported failure.